Event description:
It was reported that this right atrial lead according to the patient was "corroded" and was causing stimulation issues. This lead was successfully reprogramed to sense but not to pace. This lead remains in service. No additional adverse patient effects were reported. Additional information was received, this lead was fracture and a lead replacement procedure will be performed. No additional adverse patient effects were reported. Additional information was received, this lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial lead according to the patient was "corroded" and was causing stimulation issues. This lead was successfully reprogramed to sense but not to pace. This lead remains in service. No additional adverse patient effects were reported. Additional information was received, this lead was fracture and a lead replacement procedure will be performed. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial lead according to the patient was "corroded" and was causing stimulation issues. This lead was successfully reprogramed to sense but not to pace. This lead remains in service. No additional adverse patient effects were reported.